Manufacturer narrative:
Pending investigation.

Event description:
Implant date: unknown. Explant date: 8/29/2024. As reported, the patient underwent a revision; reason not reported. No further information available.

Manufacturer narrative:
Based on the available information, the revision reported may have been due to a combination of risk factors specified in the hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images or pre-revision radiographs were provided.